Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the tr45b reload could not fire due to lockout. Another instrument was used to complete the case. There was no consequence to the pt. The tr45b was discarded.